Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that it was displaying a duplicate medication. A technical support specialist (tss) dialed in to the server to resolve the issue. The issue was auto resolved. The customer gave permission to close the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, duplicate medication in pharmacy formulary. Customer informed that there were two medications already added and approved in the pharmacy formulary, but it was displaying as duplicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.